Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. A visual inspection was performed and it was observed the tube did not present an obstruction of the tube. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that during use, the ett tube became clogged with sputum. This reportedly required the patient to be reintubated immediately. The doctor reported that it does not appear that the product failed. There was no further incident to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.